Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the doctor had a patient that required surgical intervention after they forgot to recharge their system. The doctor indicated they do not use the rechargeable devices due to the possibility of the battery being damaged by complete discharge. The doctor was contacted for further information regarding the matter but no response has been received yet. The patient was implanted for parkinson's dual and movement disorders.